Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the device presented with an error code on start up. The main board was inoperable and found to be the cause of the error code. The main pcb will be replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a triangle on the screen and exhibited code n45639. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information was received indicating the date of the event and that the issue failed while in use with a patient. The patient did not suffer any consequences due to this event.